Manufacturer narrative:
The autopulse platform (s/n: (B)(4)) was returned for evaluation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints for autopulse sn (B)(4). During visual inspection torn load plate cover and cracked front cover were noted. The autopulse platform is a reusable device and was manufactured on 01/15/2013. Therefore, this type of physical damages found during visual inspection is characteristic of normal wear and tear for the life of the device and is not related to the reported complaint. Review of the archive data indicated that the autopulse stopped compressing due to multiple user advisory (ua) 7 (discrepancy between load1 and load2 too large.) Error messages during the date of the problem occurred on (B)(6) 2016. The load sensing system has detected a weight/load imbalance between the two load cells. The autopulse platform was functionally tested and there were no problems or error message noted. The load cell characterization test confirmed both load cell modules are functioning within the specification. In summary, the customer's reported complaint of autopulse displaying user advisory 7 was confirmed during archive review but not during functional testing. There was no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. User advisory error messages are designed into the platform when one of several condition is detected. User advisory 7 alerts the user that the patient is not correctly oriented on the autopulse or the patient has shifted or the load cells are damaged. The load cells passed the characterization testing. Therefore, the probable root cause is that either the patient was not placed on the platform evenly which is consistent with the reported complaint or the patient had shifted causing uneven weight distribution on the load cell. The platform passed all final testing criteria.

Event description:
It was reported that during patient use, the autopulse platform (sn: (B)(4)) compressed only for 5 minutes before it stopped. Even after realigning the patient, the board would not provide compressions. The message "realign patient" kept displaying. The user reverted to manual CPR. No reported adverse effect to the patient due to this problem.